Event description:
Alleged the trendelenburg function is not working.

Manufacturer narrative:
The facility replaced the footboard but the issue remained. The facility has declined to repair the bed at this time.